Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. As the device was not returned we were not able to carry out a product evaluation. It was reported that the device turned on all lights and stopped applying pressure. It is possible that the device entered a non-recoverable error state. There are a number of reasons why a device may enter this state. This is a patient safety feature. We have not been able to confirm a relationship between the event and the device. We have not been able to determine a definitive root cause. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the device turned on all the lights, stopped having pressure and did not work anymore, problem appeared suddenly. It is unknown how treatment was completed. No patient harm reported.